Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's father reported via phone call, the customer is currently out of the country and the device is alarming button error. Customer didn't have a back-up plan. No troubleshooting was performed. Customer's father agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.